Manufacturer narrative:
Customer letter not required. DHR review has been started. This was determined reportable per edwards lifesciences procedures. Device will not be returned. Discarded at hospital.

Event description:
Baxter (B)(6) reported the factory tip (tip protector) was separated unexpectedly just after the set was changed. This happened when the patient picked up the set to try to connect it to the solution bag. So the twist clamp was in the closed position. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Event description:
Reportedly, the device was explanted for unknown reasons. Implant duration is unknown as the event date was not reported. Replacement device was not reported. No further details were provided. Information was learned through (B) (6) implant patient registry. The device will not be returned as it was discarded at hospital.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information has been provided.